Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat grade 3 rectocele.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced obstruction and discomfort.

Manufacturer narrative:
Additional patient codes: (B)(4) - inflammation, (B)(4) - vaginal discharge additional information: additional narrative: it was reported that following insertion the patient experienced dyspareunia, vaginitis, and abnormal vaginal discharge.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced vaginal bleeding and pelvic cramping.

Manufacturer narrative:
Patient codes: (B)(4) ¿ hematuria, (B)(4) ¿ urinary incontinence additional narrative: it was reported that following insertion the patient experienced stress urinary incontinence and hematuria.